Manufacturer narrative:
Additional codes were updated in h6 (health-effect impact code, medical device problem code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient is an 88-year-old male who presented with an acute myocardial infarction and cardiogenic shock. After percutaneous coronary intervention under impella cp support was performed, the patient remained hemodynamically stable on one inotrope, yet when moving patient from table to bed, decompensated, and swelling was noted at the groin access site. Manual pressure was applied, and while manipulating the groin site, the impella console's alarm indicated that the device was in the aorta. The impella was advanced back into the left ventricle under echocardiographic guidance but could not be set above performance level three without suction alarms. The physician decided to remove the impella as the patient was hemodynamically stable with vasopressors and inotropes. The groin access site was closed using a perclose device, and manual pressure was held to achieve hemostasis. Based on the case information available, the impella cp will be coded for hematoma and hemodynamic instability. Hematoma is a known-device related risk according to the impella cp IFU. In this case, the hematoma and hemodynamic instability were most likely caused by manipulation of the femoral access site during patient transport following the procedure and subsequent device migration. The device functioned appropriately prior to migration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.